Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator for radicular pain syndrome. It was reported that the lead in one of her pain stimulators was broken and no patient symptom was reported. Information regarding the cause, intervention, and symptom and troubleshooting regarding the event was not provided. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.